Event description:
The customer reported to olympus that a noisy image appeared on the evis lucera elite colonovideoscope's monitor. It was discovered during maintenance, and there was no report of patient harm. The device was returned, evaluated, and a white crystalized contamination believed to be a simethicone-type product was found within the air/water channels. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the white crystalized contamination found within the air/water channels due to insufficient cleaning, other evaluation findings are as follows: there was fluid evident in the light cover glasses and optical cover glass; the light cover glass and optical cover glass adhesive were pitted; the distal end adhesive was lifting; the distal end cap was worn; the insertion tube was stained; there was a misty image; the air/water channel was leaking; the down and left angle did not meet specifications; and the electrical safety test failed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, white crystalized contamination issues was most likely caused by incomplete reprocessing steps by the user. However, the foreign material could not be identified, nor could the root cause of the event be determined. The suggested event is detectable and preventable by handling the device in accordance with the following IFU as described below: the detection way is included in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The preventive measures are included in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor the field performance of this device.